Event description:
No additional information to report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h6. The reported event was unable to be confirmed due to limited information; medical records and images were not provided, and no product was returned. Visual and dimensional evaluations could not be performed. Review of the device history records was unable to be performed as no lot number was provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision of tibial components to address pain and stiffness approximately two (2) years post-operatively. No additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - unknown persona articular surface catalog #: ni lot #: ni, unknown persona femoral component catalog #: ni lot #: ni. G2 - report source - foreign: event occurred in australia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2024-00962; 0001822565-2024-00963.